Manufacturer narrative:
All available information was investigated, and the reported difficulty opening the clip was not confirmed. The reported clip opening during efaa could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, causes for the reported clip opening during efaa and difficulty opening the clip could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a dilated left atrium and tethered leaflets. The clip was tested during preparation and was unable to be opened. Troubleshooting was performed and the clip was then able to open. Use was continued, and upon positioning above the valve the clip failed to open. Additional troubleshooting was performed and the clip was able to be opened. The clip was placed on the leaflets, but while establish final arm angle (efaa), the clip opened approximately 5 to 10 degrees. Subsequently, the clip was exchanged and the procedure was completed with an mr reduction to grade 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.